Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 12-april-2024, it was reported that the patient found that the soft cannula was bent in the infusion sets and the set was ripping out and the patient was running out of infusion sets way quicker than his cartridges. No further information available.